Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multi sample adapter.

Event description:
It was reported that bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter the following information was provided by the initial reporter: "it was reported that the luer lock device is defective. "

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 48 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter the following information was provided by the initial reporter: "it was reported that the luer lock device is defective."